Event description:
Customer called on (B)(4) 2012, reporting of two erroneous results which were generated on the unicel dxc 800 synchron system as a result of the cartridge chemistry (cc) sample probe leak for one patient. Customer also noted of cc reaction wheel temperature errors and cuvettes failing water blank message during the event. The leak was seen inside the reaction wheel area and on the cover of the reaction wheel. One erroneous result for glucose cartridge (glu) and one erroneous result for glucose modular (glucm) were generated for the patient. Sample was rerun on a different dxc instrument and results agreed with patient's historical glucose level. This report is created for the erroneous low glucm result generated. Please see medwatch #2050012-2012-00615 for the report on the erroneous glu result. Erroneous results were not reported out of the lab and there was no change to patient treatment attributed to this event. An erroneous result of <10 mg/dl for glucm was generated and upon rerun, the result was determined to be 85 mg/dl. Both the initial and rerun results were generated on (B)(6) 2012. Beckman coulter field service engineer (fse) was dispatched and replaced the cc sample syringe shear valve (t-valve) and the solenoid valve at the fluid distribution manifold. Wash collar waste solenoid was also cleaned. Repair was verified per established procedures.

Manufacturer narrative:
(B)(4).